Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that there was issue with latches. The field service engineer readjusted the latches to address the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system, the door persistently malfunctioned and was unable to recover. The customer reported that the malfunction resulted in delay in administrating medication to the patient. There were no adverse events or injuries reported based on this incident.